Manufacturer narrative:
Investigation summary: the customer reported the instrument was reporting false negatives. Through remote assistance, several workflow methodologies were discussed to ensure customer understanding. No specific cause could be observed and the cause code was reported as training issues. The case was closed. The root cause cannot be determined. There was no malfunction of the instrument reported and as such this is an unconfirmed complaint. Review of the device history record for instrument s/n mg4798 is not required because this complaint does not allege an early life failure or failure at installation and the instrument has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no recent additional work orders were observed for the complaint failure mode reported. No samples or parts were expected to be returned for this complaint and thus, a returned sample analysis is not required. Bd quality will continue to closely monitor for trends associated with results related complaints. No new risks or hazards, or changes to existing risks/hazards, were identified as a result of this complaint.

Event description:
It was reported while using bd bactec¿ mgit¿ 960 instrument, there were an unspecified number of false negative results. There was no report of patient impact.